Manufacturer narrative:
Conclusions: other for anticipated procedural complication. A device history record review confirmed that the device met all metrial, assembly and performance specification upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that any device malfunction, nonconformance or misuse occurred. A review of the labeling found that tia is noted within the directions for use as a potential rick associated with such procedures. Therefore, it was concluded that the most probable cause of the event was anticipated procedural complication.

Event description:
It was reported at the world federation international therapeutic radiology conference that the patient suffered a transient ischemic attack (tia) following the placement of the stent. Medication was given and the patient recovered from the tia. No other information is available.